Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) leads exhibited elevated thresholds. No action was taken with the rv lead, and it remain in use. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.